Event description:
The customer reported the system displayed a collimator error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and erased and restored the fluoro function board and generator interface board memory nodes. The system operates as intended.